Event description:
It was reported that during the left shoulder surgery, the patient experienced asystole, heart block and bradycardia. A magnet was applied in an attempt to cause asynchronous pacing, however this was unsuccessful. Pacing was restored after several minutes and a physiologist was called to check the device and lead integrity. All lead measurements were satisfactory, the implantable pulse generator (ipg) was explanted and replaced and right ventricular (rv) lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.